Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative (rep) and a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that patient underwent a uterine ablation procedure. Patient reported that they had therapy off during the procedure, but when they restarted therapy their upper stimulation limit was reset to .3 ma where previously it was greater than 1.0 ma. Patient tried to do some basic troubleshooting - turning device off, on, and switching groups but was only getting .3 ma as max stim limit. Patient reported that they were still receiving therapy and has had great results for many years without any reprogramming before, but wanted to be able to increase stimulation to improve the therapy effectiveness. The patient reached out to a friend/employee who followed basic troubleshooting from the patient therapy guide unsuccessfully. The employee will attempt to get the patient troubleshooting help from a customer support agent over the weekend. They reached out to a rep who said they would see the patient in clinic asap.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the consumer and manufacturer representative (rep). The patient said they hadn't met with anyone yet to resolve the issue. The rep called the patient and was waiting for the clinic to get back to them regarding setting up an appointment to see the rep.